Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post radiofrequency (rf) ablation procedure, the patient was implanted pacemaker due to sinus node dys function. During the cardiac ablation procedure, radiofrequency ablation was performed in the lateral inter-cavitary area and in the septal area, and during ablation of the septal scar the rhythm switched to sinus rhythm and the sinus node appeared to be disoriented. Sinus node dysfunction was then reported. No further patient complications have been reported as a result of this event.